Event description:
It was reported that during the implant of the lead the physician could not insert the stylet all the way to the tip of the lead. When the lead was explanted, not used, it was noted the distal tip of the lead was kinked. Prior to the implant attempt the lead was noted to have no lead body defects. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information received that the lead has now been returned. Analysis of the lead is in process; the results will be forwarded when available. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information received that the lead has now been returned. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damage at implant. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.